Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the customer inadvertently entered am instead of pm on the time settings. The customer's blood glucose ranged from 117 to 322 mg/dl. Tandem technical support assisted the customer with correcting the time on the pump. Reportedly, the customer reverted to using insulin pens for insulin therapy.